Manufacturer narrative:
An event regarding pain and patient factors (avascular necrosis) involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as the device remains implanted. -medical records received and evaluation: no patient medical records were available for review. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
"As captured on the secur-fit advanced clinical study 3-year post-operative evaluation form ((B)(6) 2018), the subject stated that she has pain in the study hip replacement, which she reported to be an average of 5/10 on the pain scale. Her pain limits her day to day chores. Patient has not been revised as of the date of event. Pre-operative diagnosis of avascular necrosis is noted. Update: in addition to the above, the following information has been provided by clinical research: the subject reported continued pain during the 4-, 5-, and 6-year follow-up visits. She also reported continued dissatisfaction with study hip replacement.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The following devices were also listed in this report: 132 size 7 secur-fit advanced stem; cat# 1601-07132; lot# mmhdke. 32mm -4 lfit v40 head; cat# 6260-9-032; lot# 47350103. Trident psl ha cluster 48mm; cat# 542-11-48d; lot# mnn3tx. 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# vd4t9n. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
As captured on the (B)(6) clinical study 3-year post-operative evaluation form ((B)(6) 2018), the subject stated that she has pain in the study hip replacement, which she reported to be an average of 5/10 on the pain scale. Her pain limits her day to day chores. Patient has not been revised as of the date of event. Pre-operative diagnosis of avascular necrosis is noted.